Manufacturer narrative:
As reported, sorbafix enhanced device deployed a broken fastener and failed to fixate the mesh. The subject device was returned for evaluation with loose and broken fasteners that was removed from the patient. Functional evaluation of device could not be performed as all thirty fasteners have been deployed from the device. The most probable root cause as to why the device may have deployed a broken fastener is the result of forces applied during user/device interface. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in aug, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ note: sample evaluated.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the sorbafix enhanced fixation device's first fastener deployed broken, and the next fastener didn't fixate the mesh at the peritoneum area. As reported, the device was dry fired to check whether the problem reoccurred. The broken and loose fasteners were removed from the patient's body. The procedure was completed using another device and there was no reported patient injury.